Event description:
The 71 year old female patient previously had a hip fracture, a resection arthroplasty for infection and the primary left total hip arthroplasty (tha) done 28 years ago. She fell and susstained a fracture around her tha sometime in the middle of september 1992. Radiologic visualization indicated a fractured upper femur in at least three places, advanced osteopenia, and bone loss of the upper femur. The tha prosthesis was quite loose and had migrated into the shaft. This condition was causing pain and difficulty with any motion in the hip region. Secondary. Secondary diagnoses indicated mild anemia and a long history of mental illness, including schizophrenia. A hip system was implanted in place of the first tha prosthesisinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.